Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received an unspecified error alarm. The customer¿s blood glucose level was unknown. The customer did received repeated error after replacing with new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
Hardware low level failures error confirmed in the device history and during self test due to broken trace. Device passed displacement test, sleep current measurement, active current measurement and self test. No failed battery alarm during testing.